Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. A siemens healthcare diagnostics inc field service representative was dispatched to the account to check the instrument. The instrument is performing within specifications.

Event description:
Falsely elevated troponin I results of 1.5444 ng/ml and 0.112 ng/ml were obtained on a patient. The results were reported to the physician. The samples were retested and a result of <0.03 ng/ml was obtained on both samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results is unknown.